Event description:
During an lv-gram, the high pressure tubing (hpt) ruptured when injecting contrast. This resulted in contrast media being sprayed. No patient or physician harm or injury occurred as a result of this event.

Manufacturer narrative:
An investigation into this event is in progress.